Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: urogynaecology (ep17) p330, doi: 10.1111/1471-0528.13382 (2015). (B)(4).

Event description:
Title: initial experience of tvt-exact in the management of female stress urinary incontinence ¿ a prospective analysis over 23 months in a tertiary care centre. This prospective cohort study aimed to present primary (subjective and objective cure rates of sui at 1, 6 and 12 months) and secondary (adverse events like bladder perforation and voiding difficulty) outcomes of tvt-exact, a modified retropubic tension free vaginal tape procedure. Between february 1, 2012 and december 31, 2013, a total of 135 patients (mean age of 60.1 years) underwent the tvt-exact procedure. Complaints included bladder perforation intraoperatively (n=5), prolonged catheterization (33 days) for voiding dysfunction (n=1), postoperative voiding difficulties at 1 month (n=6), postoperative voiding difficulties at 6 months (n=1), tape erosion at 6 months (n=2), and tape erosion at 12 months (n=1). The results of this study showed that the success rates for tvt exact were excellent. The initial 12 months postoperative results were comparable to the conventional tvt and the incidence of intraoperative complications was low.